Event description:
Reference number (B)(4). Event occurred in the united states. On 13/jun/2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. The site where infusion set was inserted was abdomen. Blood glucose at the time of event was 400 mg/dl furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.